Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the unit dumped pressure after being pressurized and oscillating for approximately two minutes. The circuit pressure calibration was set to 40 cmh2o and the unit would briefly perform according to specifications before the pressure was dumped. The reported issue was found during the pre-use performance check. There was no patient involvement associated with the reported issue. The customer performed the 12,000 hour calibration checks and the unit was within specifications. The customer replaced the alarm board and the pressure dump issue was resolved.